Manufacturer narrative:
This device is not approved for sale in us but a similar device with catalog#- 5540430, 510k#- k113174 and UDI (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: th12 burst fracture procedure: posterior fusion (t10-l2) levels implanted: l1 it was reported that intra-op, the set screw could not get into left of l1. Then correction was loosened and the set screw was inserted. During wound closure, it was noticed that burr occurred to the thread of the set screw. The product came in contact with the patient. No patient complications were reported.